Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the occlusion alarm sounded. Replacing the pump did not stop the occlusion alarm, and the alarm only stopped after replacing the tube. The clamp of the tube was open, and no specific clogging location could be found. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
D3. MFR establishment name: corrected. H3/h6: h3: one used device was returned for analysis. Functional and visual tests were performed; there were no damages or anomalies observed. The complaint of an occlusion cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The cause of the reported issue was not determined as no issue was identified through testing.